Event description:
An email was received from home care services representative (hcsr) relaying a report for a home patient (hp) who had a packaging related issue with a minicap. The hp stated when she took the minicap out of the box the individual pouch seemed to be opened and when she took the minicap out of the packaging it appeared to be dry. She also stated there was no sound of moisture when the minicap was twisted open. There was patient involvement but no injury or medical intervention was reported. During a follow-up with the home patient (hp), she stated therapy is going fine and reported no injury or medical intervention

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A batch review was conducted on suspect lot gd893172, and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed, as no samples were returned to baxter for analysis. Therefore the root cause was not identified.